Event description:
The pt felt confused and disoriented all day. At noon pt tested patient's blood glucose and received an 84 mg/dl. Pt ate lunch and took patient's set amount of oral medication. Since pt still was not feeling well, pt went to the emergency room four hours later and pt's blood glucose was 417 mg/dl. The pt did not test prior to going to the ER. The pt is currently in the hospital. The pt's spouse does not know what the diagnosis is or what pt is currently being treated with. The segments were missing on the meter and the spouse does not know how long pt has had the problem with the device. Customer service sent the pt a replacement meter. Based on the information provided, this case is being documented as a malfunction, since segments were missing on the meter. The pt suffered a serious injury; however, there is no evidence that the meter contributed to the injury, since the pt experienced symptoms prior to testing and did not test pt's blood glucose prior to going to the hospital.